Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they had questionable results for 19 different patient samples tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The customer noticed that the quality control results were bad, so they re-calibrated and repeated controls. Control results were fine upon repeat. After this, they tested patient samples. When control results were bad again, they would calibrate again, then controls were fine. The customer provided data for a total of 21 patient samples and of these, 20 had erroneous tnthsst results which were reported outside of the laboratory to the medical doctor in charge. Refer to the attachment for all patient data. Patients 1, 3, and 14 received unnecessary medical procedures based on the erroneous results. Patient 1 received transthoracic echocariography. Patients 3 and 14 received heart catheters. No adverse events were alleged to have occurred with these patients based on receiving these medical procedures. All three of these patients are currently in good condition. No adverse events were alleged to have occurred for the remaining patients. The tnthsst reagent lot number was 30564600. The reagent expiration date was asked for, but not provided. On (B)(6) 2018, it was not possible for the customer to generate a valid calibration and on (B)(6) 2018, the customer changed the pinch valve tube. After changing the pinch valve tube, the calibration issue was resolved. The field service engineer changed the pinch tubing and changed a rack reception mode setting on the analyzer. Upon inspection of the removed pinch tubing, a blockage was found.

Manufacturer narrative:
The investigation determined the pinch tubing was eroded.